Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the customer reported event of no image was a faulty printed circuit board. The root cause of why the printed circuit board failed could not be identified. The cause of the event of the device sporadically does not start correctly was a faulty main board. The root cause of why the main board failed could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report the no image issue. During the call, the customer requested that a field service technician (fst) be sent out to the facility. The fst was dispatched to the facility and evaluated the device. The evaluation results confirmed the user report of no image. The lack of image was caused by a printed-circuit board failure. The fst also noted that the device does not always start correctly because the main board is defective and recommended having it replaced. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the olympus high definition lcd monitor was not producing an image during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.